Event description:
On (B)(6)2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio iq meter read inaccurately high compared to another meter. This complaint was initially ruled-out due to lack of data (no results were provided). Lifescan cannot confirm any inaccuracy from the data provided. The lifescan meter reading and other device reading were not provided. There was no injury or medical attention sought due to the issue. On (B)(6) 2012, lifescan completed device evaluation with the test strips involved with this complaint. The test strips failed testing since the control solution was above the expected range. This complaint is now being reported due to the failed testing with the test strips. Lifescan has received the meter involved with this complaint on (B)(4) 2012; however, investigations have not been completed at this time.

Manufacturer narrative:
Follow-up (9/4/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.